Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The stapling devices were being used for cutting the stomach. After firing the reload, it was difficult to pull back on the black retraction knobs in order to open the jaws. Detected a problem with the knife and after five attempts, could move the black knobs back and open up the reload. There was no patient harm. The patient status is alive, no injury.